Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a retropubic sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the blue covering of the trocar dislodged when passing the trocar inside the patient. The physician passed the trocar a second time to complete the procedure with this device. Reportedly, the patient developed a hematoma but is doing fine. The physician believes the hematoma may be related to passing the trocar a second time.   All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned device revealed that the blue covering on the delivery device was loose and could be completely removed, thereby confirming the reported event. The needle was slightly bent. Further analysis of the device revealed that the tip was present on the heat shrink, and the transition was smooth between the pet tubing and the needle. In addition, there was no evidence to suggest that the heat shrink process was not completed. The outer and inner diameter of the heat shrink varied along the length of the heat shrink suggesting that the heat shrink process was completed, and the heat shrink was snug on the needle. The mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a retropubic sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the blue covering of the trocar dislodged when passing the trocar inside the patient. The physician passed the trocar a second time to complete the procedure with this device. Reportedly, the patient developed a hematoma but is doing fine. The physician believes the hematoma may be related to passing the trocar a second time. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.